Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 3:06 a.m., on (B)(6) 2018. The patient claimed obtaining a blood glucose reading of ¿291 mg/dl¿ with the subject meter which she felts was high compared to her usual readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy and advised that in response to the alleged issue, she immediately administered an unspecified dose of humalog. The patient reported that approximately 3 hours after the alleged issue occurred, she developed symptoms of ¿confusion, loss of coordination, motor skills decreased, sweating and that she lost consciousness¿. The patient advised that at around 6:20 a.m., on (B)(6) 2018, in response to the symptoms she developed, she self-treated by drinking a glass of coke and that she tried ¿to eat¿. The patient advised that she tested her blood glucose on another device (onetouch ultra); however, she was unable to recall the result obtained. At the time of troubleshooting, the csr established that the unit of measure was set correctly on the subject device. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available at the time of troubleshooting to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the alleged elevated reading obtained with the subject device.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.